Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that they were unable to duplicate but observed in log. A log review was performed evaluating events on 5 december 2025. The complaint could not be duplicated under stress testing and passed all rcs testing. The device was internally inspected. No discrepancies were found. As the alarm fault is directly related to the communication pathway between the spm and cpu, the spm board and the 13-pin ribbon cable were replaced to reduce the probability of recurrence. Evaluation of the spm board could not duplicate the issue at the board level testing. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure- 1472" and "internal comm failure - 1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.